Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the anterior tibial artery. A long taper 300cm angled tip v-14 controlwire guide wire was advanced to the lesion. It was noted that the tip of the device came off. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Describe event or problem updated. Type of reportable event corrected from malfunction to serious injury (B)(4).

Event description:
It was further reported that the tip of the guide wire did not remain inside the patient's body.